Event description:
It was reported that the pt was implanted more than 10 years ago. He had a degradation of hearing sensation and no more benefit with the vibrant soundbridge. The hearing thresholds were outside of the vibrant soundbridge indications. He might receive a cochlear implant in the future.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report. Note: this device was manufactured by symphonix devices inc. Vibrant (B)(4) took over the symphonix assets. As such, vibrant (B)(4) feels responsible to f/u on product problems with symphonix produced devices.